Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a sensor error. Blood glucose level at the time of the this incident was 404 mg/dl, which was treated with a manual injection. Troubleshooting could not be completed as the customer removed the sensor. The customer was advised that the sensor would be replaced but did not return the product for analysis.